Event description:
It was reported the patient's stimulation programs have been 'turning off' and currently none of them are working. Per the sjm representative, all the impedances are invalid. The patient was advised to keep the ipg charged. Follow-up identified the x-rays are normal, however the patient does not have stimulation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.